Event description:
Additional data was received for the patient's device. The patient's device underwent firmware upgrade. No additional information has been received to date.

Event description:
Additional information was received that the patient's device was disabled upon interrogation. The patient's autostimulation was disabled and the device was reset to previous settings, with other settings noted to still be on.

Event description:
Additional information was received that the patient was seen and the device was disabled. It was mentioned that prior to the last reset, the patient had gone to disney world, and now that another reset occurred (which appears to have occurred likely last week based on clinical symptoms as the patient had long seizures).

Manufacturer narrative:
Describe event, corrected data, supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
The mother reported that she noticed that when she swiped the magnet, that it "stopped working." The patient's autostimulation was disabled and the device was reset to previous settings, with other settings noted to still be on.

Manufacturer narrative:
Internal field number: (B)(4).

Event description:
It was originally reported that a patient's device was interrogated with an unexpected device disablement message in the upper left corner, in her first dosing appointment after surgery when the device was going to be enabled. After tablet data was received, it was confirmed that the device had a spontaneous reset approximately six days following implantation. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.